Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 268 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was having a normal pump replacement procedure, but during the procedure, the physician noticed that the catheter was broken. The physician replaced the catheter during the procedure. He stated that he could not remove all of the catheter due to it being broken. The patient had no signs/symptoms, and there were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.